Event description:
It was reported that the patient underwent a posterior spinal fusion at l2-s2 with a 2 level tlif to treat degenerative disc disease. During the procedure the driver broke while advancing the screw. No fragments were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.